Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for patient identification: (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 4j27, that has a similar product distributed in the us, list number 2p36.

Event description:
The customer observed a false non-reactive architect hiv ag/ab result generated on a patient sample. The following data was provided (reference range >/= 1.00 s/co is reactive): in (B)(6) 2022 sample ID (B)(6) result = 939.46 s/co. In (B)(6) 2022 sample ID (B)(6) same patient, new sample: initial result = non-reactive, repeat result on (B)(6) 2022 = 997.78 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive architect hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review determined no trends for the likely cause lot or complaint issue. Device history record review of lot 41486be00 did not identify any non-conformances or deviations. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the architect hiv ag/ab reagent lot number 41486be00, was identified.